Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced the feeling their heart was pounding, their face and feet were going numb, feeling shaky, sweating and felt dehydrated. The cgm reading was 16.0 mmol/l at that time, but no fingerstick was taken at that moment. Prior to the symptoms the patient noted the cgm readings were fluctuating. The patient went to the hospital immediately, at around 01:45pm. When a fingerstick was taken the cgm reading was 16.0 mmol/l, and the blood glucose reading was 30.9 mmol/l. The patient would have been diagnosed with diabetic ketoacidosis. The patient was treated with intravenous fluids and with insulin via the pump and injections. No further treatment was reported to be needed, and the patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.